Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be detected by following the instructions for use, section ¿inspection of the endoscope.¿ 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The distributor reported to olympus, the image on the evis lucera bronchovideoscope was flared. During inspection and testing of the returned device, the coating of the insertion tube was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a chip on the objective lens. In addition to the findings reported in b5, water tightnesss was lost due to a pinhole in the bending section cover. A worn angle wire caused the bending angle in the up direction to not meet specification, the object lens was shaved, the connecting tube had a dent, the adhesive on the bending section cover was detached and the indication on the scope connector was not correct. Additional information was requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.